Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the stylus and cursor were not aligned. Reseated the connection between the overlay and xy board and calibrated stylus. Analysis also confirmed that the power cord bay assembly latches were broken. It was further noted that the upper case and handle covers were cracked. . All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers digital screen was misaligned. It was noted that the user was unable to calibrate the programmer because the pen is unable to interact with the bottom area of the screen. It was additionally noted that the power cord compartment door was broken. The device has been returned into service. There was no patient involvement.